Event description:
It was reported, approximately four months post implant, r-wave was reported smaller than electrogram r-wave amplitude. The r-wave was close to 7mv via electrogram, and during auto r-wave, at times, was close to 2mv. No patient complications and no further information regarding action taken or to be taken have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.